Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150530rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. Of the one malfunction, a patient was involved with no reported patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the file was reassessed for reportability and it was determined that the file is no longer a reportable malfunction. H10: the lot number was provided for the reported malfunction; therefore a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150530rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. Of the one malfunction, a patient was involved with no reported patient consequences. Patient age, weight, and gender were not provided.